Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016. This report filed (B)(6) 2016.

Manufacturer narrative:
This report is filed, june 2, 2016. The implanted device remains.

Event description:
Per the clinic, the patient's receiver/stimulator shifted from its original position. Subsequently the patient underwent revision surgery (date not reported) to have the internal device repositioned. The implanted device remain.